Event description:
It was reported that the patient with this tactra malleable penile prosthesis (tmpp) experienced pain and could not sustain sexual intercourse, which led to an in-clinic evaluation. It was noted that both cylinders are in the same corpora cavernosa as one of them migrated. A surgical intervention to remove and replace the tmpp would be scheduled. However, at the time this report was submitted, no information about the surgery had been received. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis (tmpp) experienced pain and could not sustain sexual intercourse, which led to an in-clinic evaluation. It was noted that both cylinders are in the same corpora cavernosa as one of them migrated. A surgical intervention to remove and replace the tmpp would be scheduled. However, at the time this report was submitted, no information about the surgery had been received. There were no additional patient complications reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced pain and could not sustain sexual intercourse, which led to an in-clinic evaluation. It was noted that both cylinders are in the same corpora cavernosa as one of them migrated. A surgical intervention to remove and replace the tactra malleable penile prosthesis would be scheduled. However, at the time this report was submitted, no information about the surgery had been received. There were no additional patient complications reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in patient codes h6.